Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: the device is randomly switching off. Summary of evaluation: initial inspection confirmed a boot up error - critical error then device shuts down automatically. Replaced the motherboard assembly, hard rive, and power supply assembly, installed 2.2.7.2 software and re-installed packages. Tests: qip, electrical safety test, passed all tests. Probable root cause: dvi / s-video/composite cables and connectors, input video signals/ recording formats from video source, sk28 system design, sk28 firmware/ software , sdc3 application software, gravity workflow software application, software: sdc3 ipad app , use error , manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.